Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer's reported issue. The ventilator passed 96 hours of extended tests at the customer¿s settings. The ventilator failed the ltv final test for a non-conformity with the flow and o2 blending test. This final test failure would not have resulted in an inability to ventilate properly. The ventilator passed the flow trigger sensitivity test from the ltv final test. The ventilator also passed the volume operation test from general checkout. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported to carefusion that while connected to a patient, the unit was autocycling. The patient was completely sedated and the care team tried to make adjustments to the sensitivity setting to correct the reported issue. The customer changed the ventilator circuits but that did not correct the issue either. The customer reported that there was no patient harm during this event.